Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device had entered bvvi. The reason for the backup vvi operation was not known at the time of the call. However, it was indicated that the backup occurred on (B)(6) 2017 and appeared to be the result of a memory error. The patient denied any exposure to emi during that time. The device was successfully restored to normal function and the patient will continue with routine follow-up. The patient was reported to be asymptomatic before, during, and after the event.